Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that they are getting several error codes when running a pt sample on the axsym digoxin iii assay, 1063 was an error code mentioned (invalid test result, correlation coefficient too low). Diluting before retesting the pt sample on the axsym digoxin iii assay generated a result of 0.43 ng/ml. Running the same sample using the axsym digoxin ii assay generated a result of 0.8 ng/ml. There was no impact to pt management reported.